Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. Gender: male.

Event description:
On (B)(6) 2014 the lay user/patient in (B)(4) contacted lifescan to report the onetouch verio iq meter was giving inaccurately high readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2013 at 6:09 am the patient obtained the blood glucose readings of 170 mg/dl, 180 mg/dl and 200 mg/dl on the reported meter, which he claimed were inaccurately high compared to his expected value of 150 mg/dl. Based these readings, the patient took 11.0 units actrapid insulin according to his sliding scale. At 9:29 am the patient experienced the symptoms of nausea and imbalance and he felt hypoglycemic. The patient administered self-treatment by consuming a glucose tablet and felt better afterwards; he did not seek any medical attention. Troubleshooting revealed the test strips were in good condition and within opened expiration dating and the meter was programmed for the correct unit of measure. The patient did not suffer an adverse event due to the reported meter. The patient¿s symptoms were not indicative of severe injury and he denied seeking medical attention. However, as the test results did not correlate with the self-treatment, this complaint is being reported.